Manufacturer narrative:
The company rep examined the system and the reported problem could not be replicated. The company rep checked all the interfacing cables, fluidics mechanisms, voltages, display, sd-card, remote control, foot pedal, fluidics calibration, aspiration, pneumatics, cautery, and phaco but no problem was found. An electrical safety test was performed and the system passed test. Functional tests were also performed with the customer supplied vitrectomy cutter, however, no fault was found. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported a vitreous cutter did not work during a procedure. The surgeon stated he tested the vitreous cutter and it worked before entering the eye but could not cut once inserted. The case was aborted. Additional info has been requested.